Event description:
According to the reporter, during robotic laparoscopy, total lap hysterectomy, sentinel lymph node mapping with biopsy; robotic and laparoscopic salpingo-oophorectomy, the needle was removed and an 8mm laparoscope and trocar was placed directly into the peritoneal cavity. On the right side of the abdomen, 2 8mm robotic ports were placed, the first one 8cm lateral to the midline port and the second 8cm later to the first one. On the left side of the abdomen, an 8mm robotic port was placed about 8cm lateral to the midline port. All instruments and packs were removed as good hemostasis was noted. There was a sponge with a missing rf (radiofrequency) chip. This was identified in the patient's pelvis and was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.